Event description:
It was reported that a pt underwent a surgical procedure on an unk date and suture was used. Post-operatively, it was reported that the suture did not dissolve, which resulted in the pt getting an infection. No additional info was provided.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.